Event description:
Distributor called with a report of a pt death. Monitor not specifically blamed for the death as the pt had numerous health problems. Monitor memory shows numerous alarm events, alarming every minutes. Monitor was turned off and pt driven to the hospital. 911 not called. Official cause of death not yet stated.